Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was 140 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the test was not passed. Customer also stated that they received change sensor alarm. Customer stated that they did not received calibration not accepted alert. Customer was assisted with insulin pump error troubleshooting and resulted advised to monitor the insulin pump since error table shows no return needed. The insulin pump will not be returned for analysis.